Event description:
The customer reported that during a transport, the device display turned off and on intermittently. There was no impact to the patient as the patient was transported to destination hospital.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.